Manufacturer narrative:
Isolator torn.eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. No error code 3 was noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to an unk procedure, the device gave an error 3. Used another like device to complete the case with no pt consequence.